Manufacturer narrative:
The lot number was not reported. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: a causal relationship between the serious, unexpected events of osteonecrosis, osteomyelitis and the non-serious, unexpected event of purulent discharge and the treatment procedure could not be ruled out. The serious events of facial paralysis, dysarthria and hypoaesthesia and the non-serious events of bladder disorder and drug hypersensitivity were considered unexpected and unrelated to the treatment. The product was used for the off label indication of soft palate reconstruction. Serious criteria include permanent damage, multiple medical interventions and hospitalizations. Potential etiologies for the oral events include potential bacterial seeding of the jaw implant during the treatment procedure; however, it is also possible that the bacterial seeding occurred independently. Potential contributory factors include indwelling sleep apnea jaw implant and dental hygiene. Alternative etiologies for the facial paralysis, dysarthria, headache and bladder dysfunction include cerebrovascular accident or transient ischemic attack and nosocomial or community-acquired infection. The urinary dysfunction might also be caused by sedentary status due to her illness. The drug hypersensitivity was attributed to antibiotics used to treat the osteomyelitis. This case meets the seriousness criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 08-jan-2020 by a (B)(6)-year-old female patient, which refers to herself. The patient's medical history included sleep apnea jaw surgery on (B)(6) 2018. On (B)(6) 2019, the patient received treatment with 4 ml of deflux injected into her soft palate on (B)(6) 2019 for velopharyngeal insufficiency, an off-label(off label use) procedure. The patient reported going to the emergency room on (B)(6) 2019 due to pus(purulent discharge) coming out of the sides of her lower jaw. The patient was kept overnight in the emergency room and was then discharged on (B)(6) 2019. The patient stated this might have been related to a sleep apnea jaw surgery performed on (B)(6) 2018. The patient was hospitalized in (B)(6) 2019 for a couple of days with bone necrosis(osteonecrosis) in her lower jaw and bone infection(osteomyelitis). The patient stated that a metal plate in her lower jaw from the (B)(6) 2018 was removed along with the necrotic tissue and bone. The patient stated that her bladder stopped working(bladder disorder) during this time and she was discharged on (B)(6) 2019 with a catheter. The catheter was then removed on (B)(6) 2019. The patient visited the emergency room on (B)(6) 2019 with an unspecified allergic reaction to various antibiotics(drug hypersensitivity) that were prescribed for the lower jawbone infection. The patient did not remember the name of the antibiotics. The patient stated that the bone infection continued to be a problem. The patient then had a PICC line inserted on (B)(6) 2019 as an outpatient procedure. The patient was prescribed meropenem [meropenem] intravenously 3 times daily and daptomycin [daptomycin] intravenously 1 time daily. The patient continued with this treatment for 10 weeks until (B)(6) 2019. The patient was hospitalized again on (B)(6) 2019 for necrotic bone and tissue in her upper jaw. A metal plate in her upper jaw related to the (B)(6) 2018 surgery was also removed. The necrotic bone and tissue was debrided; the bone and tissue was described as "black" and contained live rothia colonies. The patient stated that the bone infection was ongoing and unresolved. Furthermore, the patient complained that her lower jaw and chin became numb. The patient attempted to go to the emergency room again on (B)(6) 2019 with complaints of numbness(hypoaesthesia) in her face. The patient stated that her upper lip and right side of her face "froze up". This remained unresolved. The patient continued to have complaints involving numbness of her face and difficulty speaking(dysarthria). The patient attempted to go to the emergency room at memorial hermann southwest hospital on (B)(6) 2019, but the facility did not treat her. She stated that the facility did not consider it an emergency and she was referred to various other physicians. The numbness continued and the patient went to the emergency room at memorial hermann houston on (B)(6) 2019, but was not treated. The patient was hospitalized on (B)(6) 2019 and discharged on (B)(6) 2019 for headaches(headache). The patient reportedly had headaches for approximately 9 weeks prior, which persisted 24 hours a day. The patient had bone biopsy done on (B)(6) 2019. The stitches opened and the patient was re-stitched on (B)(6) 2019. By (B)(6) 2019, the patient noticed that the region of her face between her eyes and her chin was numb. The patient stated that it was hard to move her jaw or move her lips and she was not physically able to smile(facial paralysis) . The patient stated that she had over 140 doctor visits in 2019 and many CT scans and mris. The physicians had suspected tia at one point, but no one was able to give her a good explanation on the cause of her problems. The patient was not certain whether all these problems were related to the deflux procedure. Outcome at the time of the report: bone necrosis was not recovered/not resolved. Bone infection was not recovered/not resolved. Pus was unknown. Headaches was not recovered/not resolved. Numbness was not recovered/not resolved. Off-label was unknown. Bladder stopped working was recovered/resolved. Unspecified allergic reaction to various antibiotics was unknown.